Manufacturer narrative:
The device was returned but the engineering report is pending. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 6f-7f mynxgrip vascular closure device (vcd) did not deploy. Hemostasis was achieved by manual compression within 30 minutes. There was no reported patient injury. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel was arterial. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity and no presence of pvd / calcium in the vicinity of the puncture site. The product was stored as per labeling and was opened in a sterile field. It was used after a carotid procedure with a 6f non-cordis sheath a retrograde approach was used. The patient did not have any relevant medical history. The user was mynx certified. The user may not have shuttled down completely. There was no significant resistance when shuttling down and no unusual force applied when retracting the sheath. The advancer tube was not engaged or visible. The hospitalization was not extended. The device will be returned for evaluation. Additional patient and procedural details were requested but were not available.

Manufacturer narrative:
As reported, a 6f-7f mynxgrip vascular closure device (vcd) did not deploy. Hemostasis was achieved by manual compression within 30 minutes. There was no reported patient injury. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel was arterial. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity and no presence of pvd / calcium in the vicinity of the puncture site. The product was stored as per labeling and was opened in a sterile field. It was used after a carotid procedure with a 6f non-cordis sheath. A retrograde approach was used. The patient did not have any relevant medical history. The user was mynx certified. The user may not have shuttled down completely. There was no significant resistance when shuttling down and no unusual force applied when retracting the sheath. The advancer tube was not engaged or visible. The hospitalization was not extended. Additional patient and procedural details were requested but were not available. The device was returned for analysis. A non-sterile mynxgrip vascular closure device 6f-7f was returned for investigation. Per visual analysis, the shuttle cartridge was engaged to the black handle with the stopcock open. The sealant was not returned. The advancer tube was observed to have remained in the manufacturing position. The syringe and the procedural sheath were not returned with the device. It was noted that the sealant sleeve was displaced approximately 53 mm from the distal end of the shuttle cartridge tubing, which indicated that the device may have not been completely shuttled down during the procedure. The device was inspected for any damages or anomalies that may have contributed to the reported incident and none were observed. Per functional analysis, a shuttle down procedure was simulated. The shuttle cartridge was able to be advanced and retracted to the black handle with no resistance felt. The advancer tube was properly engaged to proximal tamp lock as intended per the mynxgrip instructions for use (IFU). Per microscopic analysis, the tamp locks were inspected under high magnification for damages that may have prevented the advancer tube from engaging to the proximal tamp lock during the procedure. No damages or anomalies were observed. A product history record (phr) review of lot f2033901 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant failure to deploy¿ was confirmed during analysis of the returned device. The exact cause for the reported event could not be conclusively determined. The exact cause of the reported events could not be conclusively be determined. According to the instructions for use (IFU), which is not intended as a mitigation of risk, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach the shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the phr nor the product analysis suggests a design or manufacturing related cause for the event; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
This report contains updated analysis findings: as reported, a 6f-7f mynxgrip vascular closure device (vcd) did not deploy. Hemostasis was achieved by manual compression within 30 minutes. There was no reported patient injury. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel was arterial. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity and no presence of pvd / calcium in the vicinity of the puncture site. The product was stored as per labeling and was opened in a sterile field. It was used after a carotid procedure with a 6f non-cordis sheath. A retrograde approach was used. The patient did not have any relevant medical history. The user was mynx certified. The user may not have shuttled down completely. There was no significant resistance when shuttling down and no unusual force applied when retracting the sheath. The advancer tube was not engaged or visible. The hospitalization was not extended. Additional patient and procedural details were requested but were not available. The device was returned for analysis. A non-sterile mynxgrip vascular closure device 6f-7f was returned for investigation. Per visual analysis, the shuttle cartridge was engaged to the black handle with the stopcock open. The sealant was not returned. The advancer tube was observed to have remained in the manufacturing position. The syringe and the procedural sheath were not returned with the device. It was noted that the sealant sleeve was displaced approximately 53 mm from the distal end of the shuttle cartridge tubing, which indicated that the device may have not been completely shuttled down during the procedure. The device was inspected for any damages or anomalies that may have contributed to the reported incident and none were observed. Per functional analysis, a shuttle down procedure was simulated. The shuttle cartridge was able to be advanced and retracted to the black handle with no resistance felt. The advancer tube was properly engaged to proximal tamp lock as intended per the mynxgrip instructions for use (IFU). Per microscopic analysis, the tamp locks were inspected under high magnification for damages that may have prevented the advancer tube from engaging to the proximal tamp lock during the procedure. No damages or anomalies were observed. A product history record (phr) review of lot f2033901 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant failure to deploy¿ was not confirmed during analysis of the returned device. The exact cause for the reported event could not be conclusively determined. According to the instructions for use (IFU), which is not intended as a mitigation of risk, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach the shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the phr nor the product analysis suggests a design or manufacturing related cause for the event; therefore, no corrective/preventive action will be taken at this time.